Event description:
The event involved an intramedullary nail which fractured upon attempted removal.

Manufacturer narrative:
The doctor noted that he did not follow the suggested surgical technique, and attempted to insert the 4.5mm nail after reaming using the 3.2mm reamer, instead of the larger 4.2mm reamer.